Event description:
Caller reported a malfunction on pump with malf 9 code. There was no adverse impact to customer's blood glucose level. Customer received assistance from cts to reset pump, after which the malfunction did not recur, allowing continued use of pump. Customer was advised to call back if issue recurs and acknowledged understanding of instructions.